Event description:
Sr8 not powering on or charging. Customer swapped power adapter. Same issue. 04/25/2024: found during evaluation: when the battery switch is turned off, the device shuts off abruptly, even when connected to ac power. It was noticed that there is a substantial amount of corrosion on motherboard. These issues are due to a motherboard failure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to service facility for evaluation. During evaluation, the reported issue of unit will not hold a charge or power up is confirmed. The sr8 would not power on with an a/c connection. The battery shows it is charging, but does not hold the charge. The root cause is due to an internal failure within the motherboard. When the battery switch is turned off, the device shuts off abruptly, even when connected to ac power. It was noticed that there is a substantial amount of corrosion on motherboard. These issues are due to a motherboard failure.